Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, system was stuck on a black screen. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on a black screen. A field service engineer (fse) explained the customer that the issue might have been caused by information technology (it) activities, as the machine was in critical override due to communication problems. The fse confirmed that the machine was up and running, allowing users to log in, pull medications, and see patients. The fse also verified that the machine was communicating with the server, and all lights were green on remote support service. The customer mentioned working out the bugs with it and pharmacy for some of the orders that were not crossing over. The issue was resolved, the machine was tested and confirmed to be operational. The system functioned as intended after the field service engineer troubleshot the device.